Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1525712-2012-02918.

Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Dealer states that right calf pad came off the legrest, when it came off it stripped the screw holes where the pad attaches. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.